Event description:
The lay user/patient contacted lifescan (lfs) another country in 2008 and alleged that her one touch ultra meter was reading inaccurately high. Lfs obtained add'l info from the patient. The patient reported that she had been obtaining high results on the subject meter since last week of aug. She was using test strips, which had been given to her by a friend. She also mentioned that around the same month, after the reported issue had begun, she started feeling shaky and also experienced a general unwellness. However, the patient interpreted these symptoms to be of high blood glucose since the results she had obtained were higher than normal readings. As a result of these results and misinterpreting the symptoms, she was eating less than normal trying to lower the readings. She also treated herself with extra metformin (oral diabetes medication). She had started taking the extra metformin due to the ongoing higher than normal results approx three days later, at lunchtime and continued through the following month, when she started testing with her own strips and realized that she was getting lower readings. The alleged high results ranged from 6.3 to 11.1 mmol/l, obtained on different days. The patient tests her blood glucose 3 times/day. The patient had decided to take the extra metformin on her own. She initially increased it be adding 1 tables at lunchtime. After about a day or two, she further increased her dosage by 0.5 tablets after breakfast to 1 full tablet so that she was taking 3 tables total per day (normally she would take 11/2 tablets/day). The patient also reported that she took the meter to the pharmacy and it was checked there with control solution. The result was within the range, however, the test strips tested were the patient's new test strips and not those that she had used during the issue. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mmol/l). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. There is no further info provided regarding the test strips used at the time of concern. This complaint is being reported because the patient alleged she experienced symptoms suggestive of hypoglycemia after obtaining high blood glucose results using the meter. It is unclear if the friend's test strips were stored properly and within the labeled expiry/discard date. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.